Manufacturer narrative:
No conclusions can be made at this time. The product is intended to be a temporary fixation device to aid in the process of fusion. Loosening and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
International affiliate reports that a follow-up MRI image revealed that the typhoon cap assembly had separated from the rest of the construct. Revision surgery was performed to remove the devices.